Event description:
It was reported that the patient underwent an implantation of an intraocular lens (iol) which was removed and replaced in the same procedure due to a capsular tear. It was stated that an anterior vitrectomy was performed accompanied with an enlarged incision during the removal and exchange. A different lens was implanted. No patient injury was reported. No additional information was provided.

Manufacturer narrative:
(B)(4). : visual analysis of returned product showed one distorted haptic and evidence of viscoelastic. Placeholder.